Manufacturer narrative:
(B)(4). This lot was manufactured between august 12, 2013 and august 13, 2013. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle in the tubing of a large volume infusor. The solution was filtered prior to filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 240 ml of solution in its bladder. Visual inspection identified a loose, black particle approximately 0.20 mm in size inside of the tubing and inside of the fluid pathway. Itr spectrophotometer scanning found the particle to be made of polyvinyl chloride (pvc), the same material of the tubing. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.